Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with 8 episodes of non-sustained right ventricular oversensing on the implantable cardioverter defibrillator. It was noted that the episodes occurred since the device alerts were last cleared on (B)(6) 2020. The stored electrogram appeared to show ventricular markers with no corresponding deflections on the right ventricular electrogram. Upon closer inspection, it was suspected that the episodes were caused by myopotential oversensing and programming changes were recommended. There were no adverse consequences to the patient.